Event description:
Was getting a MRI they put a helmet on me. Kind of like a football helmet. The helmet violently jerked my head and least ten times during the MRI. Not just a little as hard as it could, I was in so much shock I couldn't brace my head so my head just got violently horribly jerked for so long. It left me with pain where my neck connects to my head and lower head and have been having medical problems since then. I do not have a past history or seizures and it hasn't happened since the MRI. And it wasn't my head doing it. It was the helmet jerking my head.